Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial d4 serial number. Although the customer provided a serial number, the serial number is only 6 digits long. Therefore, the serial number provided by the customer is incorrect. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the distal cover was easily removed due to insufficient attachment to the scope. However, the root cause of the phenomenon could not be specified. The event can be detected and prevented by following the instructions for use which state: "the detection method is described in the operation manual, chapter 4, section 4.1. The prevention measures are described in the operation manual, chapter 3, section 3." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to update the serial number as reflected on d4.

Manufacturer narrative:
This report is being supplemented to provide additional information as reflected on b5.

Event description:
An olympus representative confirmed that the procedure done was an endoscopic retrograde cholangiopancreatography.

Event description:
An olympus representative reported to olympus on behalf of the customer that the single use distal cover fell off from the evis lucera elite duodenovideoscope during an unspecified examination and fell into the patient's body. After the procedure was completed, the customer noticed that distal cover had fallen off when the endoscope was removed and consequently, reinserted the endoscope to retrieve it. The distal cover was found in the descending duodenum. There was no harm or user injury reported due to the event. It was further reported that there was no mucosal collection at the tip of the scope. The tip cover was checked for cracks after the procedure. There were no abnormalities noted in the scope before and after the procedure. The medical staff reportedly does not inspect whether the tip cover is installed correctly after installation and before insertion, especially for cracks. The physician is skilled in terms of endoscopic retrograde cholangiopancreatography history. This event is reported under the following related patient identifiers: (B)(6)- single use distal cover. (B)(6)- evis lucera elite duodenovideoscope . This medwatch is for (B)(6).

Manufacturer narrative:
The suspect device has not been returned to olympus. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.